Event description:
Procedure: nissen. According to the reporter: a piece of black coating was broken off inside pt and they were able to retrieve the piece. The surgeon was given a new endo grasper to finish the case. There was no report of surgery time extension or pt injury.